Manufacturer narrative:
Updated h6 codes, there was patient involvement. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was not identified. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the block alarm did not stop sounding. Per reporter, it even went off when it was not connected to the patient. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.